Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: it was reported that the filter would not release from jugular introducer. Procedure completed with another device without any harm to the patient. The jugular introducer and filter were returned inside the protection sheath - both were bent/curved and the introducer was advanced to the tachtile bump and a plastic strip was placed around the proximal end of the introducer. The filter legs exited from the distal tip of the sheath with approx. 8mm and the sheath was severely kinked approx. 44mm from the tip, ie at the end of the filter hook inside. During investigation the filter could be advanced through the sheath despite not being attached to the jugular introducer. The release mechanism was not working and consequently the filter could not be reloaded, but after soaking in water the release mechanism worked as intended and the filter could be reloaded and resheathed. Based on these findings the exact reason for the difficulties encountered when attempting to release the filter cannot be determined, but excessive tension during the deployment may have prevented the filter from releasing when the release mechanism is activated or tortuous anatomy may have curved the devices and prevented a proper filter release. However, due to the plastic strip this is only speculation since the filter was released, no imaging was provided, and since the introducer sheath was not returned. The work order for the complaint device is complete and correct, with no evidence to suggest that the device was not manufactured according to specifications and not working as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k)/PMA k121629. Investigation is still in progress.

Event description:
Description of event according to initial reporter: patient affected by proximal tvp with contraindication to anticoagulants was selected for procedure with vena cava filter. During the procedure the release of the vena cava filter from the release mechanism did not happen. The device was then manually removed and the procedure was performed again with a positive result by using another filter. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.